Event description:
It was reported that the patient was in a car accident in (B) (6) 2009, after which the implant pocket migrated down 4-6 inches and a pocket hematoma developed. The physician elected to explant the pulse generator and implant a new system on the patient's other side.